Event description:
It was found that the hand piece no longer meets the specifications for impedance, phase margin and frequency. The device was used during a laparoscopic fundoplication. Another hand piece completed case. No patient consequence.